Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device at a hospital in (B)(6). The perfusionist from (B)(6) reported that the pump was explanted and had tissue in the inflow conduit, on the inflow stator and some in the outflow graft. The pt was explanted for recovery.